Manufacturer narrative:
This event is confirmed as a use related error. The user facility reported that on (B)(6) 2018 an expired (expiration 09/28/2018) sepramesh ip was implanted into the patient. There is no reported patient injury. The expiration date is contained on each level of packaging. Remains implanted.

Event description:
It was reported that on (B)(6) 2018 an expired (expiration 09/28/2018) sepramesh was implanted into the patient. There was no patient injury reported, nor was there any reported medical or surgical intervention.